Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the non-calcified, de novo, coronary artery, the xience prox stent delivery system (sds) was advanced with resistance and became stuck on the guide wire. The sds and guide wire were removed together from the anatomy and replaced with a different device. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection was performed on the returned device. The reported difficult to position and difficult to remove were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.